Event description:
It was reported that the there was t-wave oversensing (twos) exhibited which caused false positive episodes on the implantable cardiac monitor (icm). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.